Manufacturer narrative:
Examination was not possible, as the product was not returned. Provided info states the x-ray revealed possible loosening of the implant with bone loss posterior condyles. Review of the as400 found 12 pieces were released for distribution in 2001. A search of the complaint database found no prior reports for this part and lot number combination. Review of the as400 system show that other devices from lot 252251 have been delivered and can be reasonably concluded implanted without issue as no further reports are identified. Provided info marked on the device experience report is marked that the products are no suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of loosening of the femoral component.